Event description:
It was reported that a patient had their device removed on (B)(6) 2026, due to infection. The patient would like to have the device re-implanted once they finish their antibiotics. The patient was discharged after the explant procedure. The patient is expected to fully recover.

Manufacturer narrative:
Block d2b: product code - additional product code qon block g4: premarket / 510(k) # - additional premarket/510(k) p190006 block h11: UDI for concomitant product, tined lead: (B)(4).

Manufacturer narrative:
Block d2b: product code - additional product code qon. Block g4: premarket / 510(k) # - additional premarket/510(k) p190006. Block c2/d10: model# 1201 sn# (B)(6). Model: tined lead. UDI# (B)(4). Block h11: as the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated. It was confirmed the device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event of infection was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that a nurse practitioner mentioned to the field representative when they were visiting in office on 02feb2026, that a mutual patient had their device removed on (B)(6) 2026, due to infection. The patient has a history of a dermatological issue that causes them to dig at their skin causing a lot of infections because of this. The patient was very happy with their therapy results and would like to have the get the device re-implanted once they finish their antibiotics and clear of infection. The patient was discharged after the explant and no impatient stay required. The patient is expected a full recovery. There were no other issues or complications reported.